Event description:
Report from account indicates leaking at connection to the turomo sure flo IV catheters. Account using a push and twist but leak will happen or will become disconnected. No pt injury or blood exposure by staff or pt's. Previous history of this with this catheter while using the slip luer. Converted to luer lock and still problems.